Event description:
It was reported that during a hand assisted colostomy take down procedure, when the surgeon went to insert the device, it tore. The device never sat on the back table and never tocuhed any metal before it broke. There was no pt consequence. Another like device was used to complete the case.